Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified external iliac artery. A 7.0 x 100, 75cm mustang balloon was advanced for dilation. However, during the third inflation at 20 atmospheres for 3 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post-procedure.